Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed; however, as reason for the indicated revision is unknown, relevance to deviations and/or anomalies during manufacturing cannot be assessed for correlation to the reported event. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A patient who underwent a knee arthroplasty approximately 15 years ago has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
(B)(4).

Event description:
A patient who underwent a knee arthroplasty approximately 19 years ago has been indicated for revision due to unknown reasons. No revision has been reported to date.